Event description:
It as reported multiple malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.